Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for 6 of the 14-day prescribed wear period. The patient does have sensitive skin and does have history of reactions to medical adhesives. While the cause of the reported event cannot be definitively determined, the patient¿s preexisting skin allergies cannot be ruled out as a contributing factor. Skin irritation and allergic reaction is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The presented to urgent care with skin irritation allegedly caused by the zio at. The patient experienced redness, itching, bleeding, a rash and burning sensation at the application site. The device was removed, and the patient was evaluated by a healthcare provider who diagnosed contact dermatitis of an unspecified cause. While at urgent care, the patient received a benadryl injection and was prescribed triamcinolone cream for treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the photographic investigation and the dermatologist¿s medical assessment. As part of our investigation, a medical assessment was provided by an independent, board-certified dermatologist based on review of clinical history and photographs provided by the patient. The dermatologist¿s assessment indicates the lesion appearance does not match typical signs of acute allergic contact dermatitis (acd), which usually include small bumps, blisters, or scaly, eczema-like patches. Instead, the images show superficial erosions with tiny spots of hemorrhage around the hair follicles, most consistent with a mechanical skin injury. Although the patient reported ¿bleeding,¿ the images do not show a full-thickness skin break or active bleeding. Symptoms like burning and redness are consistent with epidermal stripping because the injury exposes superficial tissue and activates skin pain receptors. This type of injury can occur when an adhesive patch is removed improperly¿such as removing it too early (day 6 instead of the prescribed 14 days), pulling it off quickly or at a sharp angle, or removing it without adhesive remover. These actions can cause trauma to the superficial epidermis and hair follicles, leading to small hemorrhages. Overall, the findings support epidermal stripping, a form of medical adhesive¿related skin injury (marsi), rather than an allergic reaction.